Event description:
This is a spontaneous case report received from a medical doctor in united states on 24-feb-2016 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on an unspecified date. The patient was experiencing heavy bleeding and cramping. On (B)(6) 2016 she will have a hysterectomy to have essure inserts removed. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had heavy bleeding. She is scheduled for a hysterectomy to remove essure. This event, interpreted as genital bleeding, is serious due to medical significance and listed in the reference safety information for essure. After essure insertion, genital bleeding may occur. Given the nature of this event and in the lack of an alternative explanation, causality with essure cannot be excluded. Non-serious event cramping was also reported. This case was regarded as incident since device removal will be required. A product technical analysis and further information are expected.

Manufacturer narrative:
Follow-up received on 18-apr-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had heavy bleeding. She is scheduled for a hysterectomy to remove essure. This event, interpreted as genital bleeding, is serious due to medical significance and listed in the reference safety information for essure. After essure insertion, genital bleeding may occur. Given the nature of this event and in the lack of an alternative explanation, causality with essure cannot be excluded. Non-serious event cramping was also reported. This case was regarded as incident since device removal will be required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information is expected.

Manufacturer narrative:
Follow-up received on 25-may-2016:follow-up attempts were done with no response to date.

Manufacturer narrative:
(B)(4).